Event description:
It was reported that it was ¿permanently on and showed call doctor o-o something on it.¿ it was reported that while in the ER ¿all they did was give the patient a shot¿ and sent the patient home. It was stated that patient turns it off and it comes back on. It was reported that the device ¿just like locked up, came on, locked up, couldn¿t shut it off, couldn¿t turn it on, couldn¿t turn it up and down.¿ it was reported that they couldn¿t get it to shut off even patient ¿took the batteries out, it wouldn¿t shut off.¿ it was reported that after patient came home after the ER, patient put the batteries in and out three more times and then it started working again. It was reported that they were new batteries. It was stated that ¿it doesn¿t work right.¿ it was reported that the patient was ¿scared¿ that it would do it again. It was reported that patient is scheduled for an appointment on (B)(6).

Event description:
It was reported that the patient "has had problems with her device since it was implanted." It was noted that the patient's device came on "permanently" and she could not "control the device." It was noted that this occurred while the patient was at the emergency room, but the cause of this visit was unknown. It was noted that "they think the patient's leads went wrong." It was noted that the patient had used her device "a little here and there," since a surgical procedure performed 5 weeks prior to the report. It was noted that the patient's device "came on" and the programmer screen displayed an error code. The error code was unknown. It was further noted that the patient tried to shut off the device with the patient programmer, but was unable to. It was noted that the patient "changed the patient programmer batteries 3 times" and the device "started to work right." It was noted that the patient had a scheduled physician's appointment on (B)(6) 2013. If additional information is received, a supplemental report will be sent. Refer to manufacturing report # 3004209178-2013-00801 for information regarding patient's previous surgical procedure.

Manufacturer narrative:
Product ID: 3998 lot# v044336, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension. Product ID: 3550-39, lot# n233478, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).